Event description:
A malfunction was reported by the caller, referencing an issue with a tandem pump identified as malfunction 199. There was no reported adverse impact on the customer¿s blood glucose level, as the customer indicated feeling alright despite being unable to check their blood glucose. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code appears again, which they acknowledged and understood.